Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver is being evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom driver was exhibiting an intermittent display screen.

Manufacturer narrative:
Visual inspection of the internal components of the driver revealed that the ribbon cables were properly connected. The driver passed all sections of functional testing. The reported blank display could not be confirmed or reproduced during investigation testing. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.